Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds, cardiac perforation and ¿silicone tip of lead was split¿. As received, a complete lead was returned in one piece with the helix found extended within specification and clogged with dried blood/tissue. After cleaning, the helix can be retracted and extended by applying torque directly to the connector pin. The measured full helix extension length was within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿silicone tip of lead was split¿ was confirmed. Visual inspection of the lead found the steroid plug was shifted distally.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and cardiac perforation due to dislodgement of the right ventricular (rv) lead. On (B)(6) 2021, a tomography scan and echography was performed and the cardiac perforation was confirmed. The physician elected to explant and replace the rv lead. During the procedure a split in the lead was noted. There were no patient consequences